Event description:
While insertion of arterial catheter guide wire and catheter was advanced with good flash back of blood. Physician was removing the guide wire it started to unravel and broke off. X-ray confirmed that a piece of wire was indeed in pt's wrist (approx. 3mm).